Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled routine pulse generator change procedure on (B)(6) 2021. Prior to the procedure, the physician noted that the atrial lead had exhibited multiple episodes of inappropriate automatic mode switch (ams) due to noise oversensing. Upon opening the pocket and inspecting the lead, the physician found damage to the atrial lead insulation. The lead was then capped and replaced during the same procedure on (B)(6) 2021. The patient remained in stable condition.